Event description:
The pt contacted lifescan in 7/05 and reported a damaged vial labeling/packaging issue with their one touch ultra test strips. Medical affairs specialist (mas) called spoke with the pt in 8/05, who verified and provided further information. The pt reported that they had purchased a box of 100 one touch ultra test strips (containing 4 vials of 25 tests strips in each) sometime last week from the place that they usually gets them. They mentioned that one of the vials, although sealed, was empty and the test strips were outside the vial loose in the box. The seal outside on the box was also intact and therefore, they put the loose test strips back in the vial and started using that vial first. The pt mentioned that they noticed inaccurate high results on their meter ever since they had started using those test strips. In 7/05 they had tested on their meter with one of the loose test strips and received a result of 157 mg/dl. They were feeling "okay" at that time. Based on their sliding scale and that result, they were supposed to take 2 units of "the rapid insulin". However, they decided to take only 1 unit since they were not experiencing any symptoms. Right after taking the insulin, they went shopping and while at the store, they felt "really sweaty sleepy". Some other shoppers took them to a nearby doctor's office (they were not tested on the doctor's meter). The doctor in turn, called the fire rescue team. They were given 3 lollipops by the doctor. The paramedics arrived and started them on glucose IV and then tested them with a result of 53 mg/dl they were not taken to the hospital. The pt threw away the whole box as well as all the vials from that box and therefore the lot # of the test strips could not be obtained. The pt based their extra insulin dosage on the meter result when they had used one of the "loose" test strips. Therefore, this complaint is reported as an adverse event. The test strips were replaced for the pt.